Event description:
Nephrology staff consulted PICC nurses for placement of PICC line. The right brachial vein was accessed with 21 gauge needle and a .018 guidewire was inserted. During advancement of the wire approximately 7-10 cm resistance was encountered. The needle and guidewire were withdrawn, and the nurse discovered the end of the guidewire was frayed. An xray of the humerus was obtained and revealed a retained portion of the wire. Vascular surgery was consulted and plans made for the wire to be removed as an outpatient procedure.======================manufacturer response for cope mandril guidewire, (brand not provided) (per site reporter).======================chief interventional radiology (ir) technologist was given the wire to f/u with the company.